Manufacturer narrative:
Citation: zablah je, et al. Novel minimal radiation approach for percutaneous pulmonary valve implantation. Pediatr cardiol. 2021 ap r;42(4):926-933. Doi: 10.1007/s00246-021-02564-7. Epub 2021 feb 15. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of using multimodality imaging technology to minimize radiation exposure during percutaneous pulmonary valve implantation (ppvi). All data was retrospectively collected from a single center between january 2018 and december 2019. Of the 76 patients included in the study population (predominantly male; median age 16.5 years; median weight 52.8 kg), 14 underwent ppvi with a medtronic melody transcatheter pulmonary valve system. No unique device identifier numbers were provided. Among all patients, adverse events included: unstable pulmonary valve after an initial deployment requiring re-stenting and implant of a second pulmonary valve during the ppvi procedure (one case); hemomediastinum diagnosed on computed tomography one month after ppvi that required reintervention (one case); hospital re-admission for chest pain and atelectasis that resolved with medical management (one case); and access-site hematoma (one case, no intervention was reported to have been performed as a result). Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.